Event description:
It was reported that following the implant of a transcatheter valve, a post-implant balloon aortic valvuloplasty (bav) was performed using a 23 millimeter (mm) non-medtronic balloon. Upon deflating the balloon, a premature ventricular contraction (pvc) occurred and the valve dislodged above the sinotubular junction (stj). Subsequently, a second transcatheter valve was loaded into the same delivery catheter system (dcs), and a frame node overlap extending to node 3 was observed on fluoroscopic inspection of the valve load. Upon attempting to load the dcs onto the non-medtronic guidewire, the guidewire was unable to advance through the dcs. Subsequently, the valve was removed from the dcs and loaded into a new dcs. Upon fluoroscopic inspection of the valve load, a node overlap extending to node 3 was observed. The new dcs was loaded onto the same guidewire without any issues, and was used to implant the second valve.

Manufacturer narrative:
Continuation of d10: product ID: evfxplus-29 (r213148); product type: 0195-heart valves; implant date: (B)(6) 2026; explant date: n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a post-implant dilatation was performed following the implant of the first valve due to mild-moderate aortic regurgitation. The deployment starting point was at the bottom of the pigtail catheter. Prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) was 3 mm and the implant depth on the left coronary cusp (lcc) was 5 mm. After the valve dislodged, the valve moved above the sinotubular junction (stj). 1 day following implant of the second valve, the first dislodged valve was explanted, and the second valve was left in the aortic position.

Event description:
It was reported that following the implant of a transcatheter valve, a post-implant balloon aortic valvuloplasty (bav) was performed using a 23 millimeter (mm) non-medtronic (z med) balloon. Upon deflating the balloon, a premature ventricular contraction (pvc) occurred and the valve dislodged above the sinotubular junction (stj). Subsequently, a second transcatheter valve was loaded into the same delivery catheter system (dcs), and a frame node overlap extending to node 3 was observed on fluoroscopic inspection of the valve load. Upon attempting to load the dcs onto the non-medtronic (lunderquist) guidewire, the guidewire was unable to advance through the dcs. Subsequently, the valve was removed from the dcs and loaded into a new dcs. Upon fluoroscopic inspection of the valve load, a node overlap extending to node 3 was observed. The new dcs was loaded onto the same guidewire without any issues, and was used to implant the second valve. Additional information was received that a post-implant dilatation was performed following the implant of the first valve due to mild-moderate aortic regurgitation. The deployment starting point was at the bottom of the pigtail catheter. Prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) was 3 mm and the implant depth on the left coronary cusp (lcc) was 5 mm. After the valve dislodged, the valve moved above the sinotubular junction (stj). 1 day following implant of the second valve, the first dislodged valve was explanted, and the second valve was left in the aortic position. Additional information was received that the regurgitation was aortic insufficiency (central) and valve embolization occurred upon inflation of the balloon. The explant was performed because the first valve had dropped down to above the stj and was moving, so the surgeon removed the valve surgically.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed both the handle and capsule partially open. Deformation was observed to the distal end of the inner member. The handle appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. An in-house guidewire was backloaded through the device tip and exited through the guidewire lumen flush port with no resistance noted. No other deformation was evident to the remainder of the device. The reported interaction issue with a guidewire could not be confirmed through analysis. Updated: b5, d9, h3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.